Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 480 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer loaded a new cartridge successfully. Then, the customer reported that after the delivery of approximately 10 units of insulin, the insulin gauge displayed 410 units; however, the customer expected to observe a fill estimate of 315-320 units. An additional cartridge was loaded, and the customer received an accurate initial fill estimate; however, the insulin gauge decreased to an inaccurate fill estimate of 130 units within 12 hours. Reportedly, the customer continued using the pump for continued insulin therapy.